Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the up button is not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. The patient was advised to go on the backup plan as needed. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 11/18/2015 with the following findings: during investigation, all the buttons were under responsive to user presses. The keypad cover was removed and there was contamination observed under all the contacts. The battery compartment was found to be cracked to the left of the grip pad. Additionally, the display appeared to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).